Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this event. Please also see: 0001825034-2019-00654. (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drivers twisted during use and another device was used to finish the case without significant delay. No further information is available at the time of this reporting.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
Visual evaluation of the returned product confirmed the reported material damage. DHR was reviewed and no discrepancies were found. It is known this device was manufactured prior to design improvements. Root cause is attributed to design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.